Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was discovered that the small battery drive device was noisy. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.